Manufacturer narrative:
(B)(4). Product not returned for evaluation. Unable to obtain customer information to send a replacement product and recovered product for investigation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Note: manufacturer try contacted customer (several attempts) in a follow-up emails in order to obtain more information from the customer and the hospital event - unable to obtain more information. Customer respond manufacturer's email on (B)(6) 2018; customer don't want to provide more information. Customer prefer to use email as contact. Unable to replaced product. Manufacturer try contacted customer again with several emails in order to obtain more information from the customer and the hospital event - unable to obtain more information.

Event description:
Consumer reported complaint via email for high blood glucose results. The customer is concerned with meter to meter comparison of 92 using true metrix meter and 66 using another meter. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed is stored by customer according to specification in the location. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer tested the meter iin the hospital the other evening while I was there with a low blood sugar issue, one competitor's meter read 67, other competitor's meter read 66, and our meter read 92 mg/dl. Customer didn't provide any information about the hospital event.